Manufacturer narrative:
Product ID: 3778-75, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: extension. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Device evaluation: analysis of the lead found ¿all conductors were broken 41.6 cm from the distal end.¿ analysis of the extension found no significant anomaly. It was reported there were ¿no shorts between circuits.¿ it was noted the product had been cut through and was segmented.

Event description:
It was reported the patient experienced no stimulation on the left side of their body starting six months after implant. It was further reported that no stimulation was delivered even with increasing the implantable neurostimulator¿s (ins¿s) output to near 10 volts. Impedance testing was performed and found high impedance values on all electrodes. It was stated the patient then underwent a revision procedure to troubleshoot and eventually remove the lead. It was reported that during the revision procedure an incision was made in the patient¿s back where the lead and the extension were removed. It was stated the lead impedances were then checked using an external neurostimulator (ens) and the high impedances were confirmed. It was reported the lead and extension were replaced at that time and the surgery was completed. It was additionally reported that a fracture had occurred during the six months prior to report. It was additionally noted the event had presented a health hazard to the patient in the form of the ¿poor impulse that was observed prior to lead replacement.¿ additional information reported impedance testing immediately prior to the replacement surgery found impedances of 10,000 ohms or higher in electrodes 0-7. It was noted there was no complaint against the patient¿s extension and that it was instead replaced for the safety of the patient ¿according to the judgment of the attending physician.¿ it was stated the patient¿s outcome was that they were admitted to the hospital for ¿recovery.¿ additional information stated the patient was ¿receiving effective therapy¿ two weeks after initial report. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.